Event description:
The account stated the hi/low function will run up on its own.

Manufacturer narrative:
Technical support instructed the account to isolate the bed control cable, but the issue remained. The account has not completed repairs.